Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The device was evaluated by a philip's authorized service representative. A test lung was utilized to perform troubleshooting and no failure was detected. The device successfully passed performance specification testing.

Event description:
The customer reported that the tidal volume is not showing properly on the unit. There was no patient or user harm reported. The event date was not specified, estimate used.